Event description:
It was reported that the pressure chambers will not go to the 300 mercury like they are supposed to, when both are running only one will get up to the correct pressure. The customer stated they replaced the air compressor which did not resolve the problem. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D5. Operator of device is unknown, no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be a sticking pressure gauge needle. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
Additional information was received via email stating that the device will be no longer sent for repair and opted to do troubleshooting.